Manufacturer narrative:
(B)(4). (B)(6) the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by switzerland that during service and evaluation, it was observed that the battery reamer device control unit was not functioning, defective and control defective (no running forward). It was also noted that the device failed pre-test for functional test, trigger and electronic control unit function, function test forward and reverse, power at the motor with test bench and mode switch test. It was noted in the service order that the device had no forward motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.